Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient did not feel stimulation when therapy was on. The patient reported that she had a return of symptoms and at the time of report it was getting worse. She stated that she had peed like 6 times since the morning of report. The patient also stated that she fell down 3 stairs about a week and half before report and kind of landed on the stimulator. The patient stated that she turned the stimulation down the other day because she was going to the bathroom more but it got worse when she turned it down. The patient didn't feel stimulation at the time of report and it was set at .9 v. The patient increased stimulation to 1.5 and reported that she could feel it. The patient stated that she had talked with a manufacturer representative about 2 weeks before report regarding her symptom problems. The patient reported that she had the return of symptoms right after the fall.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider and it was reported that the patient had an appointment on (B)(6) 2016 for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.